Event description:
Subsequent information from the local field representative indicated that the physician was not planning on explanting the device immediately. There were no adverse patient effects reported.

Manufacturer narrative:
An engineering software tool was successfully used to program the device out of safety core. The device is expected to remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device went into safety core two weeks post implant. A request for additional information has been made. There were no reported adverse patient effects. The device remains in service.

Manufacturer narrative:
As of today, no additional information is available and at this time, our investigation is complete. Should additional information become available, this report will be updated.